Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due unsuited/inappropriate handling and/or the apply of external force for example due to fall, impact or shock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, evaluation found the protector of the video cable section was overstressed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the autoclavable video telescope was defective. Customer did not provide details on any malfunction. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the colored imaged due to defective cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.